Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt does not have adequate coverage for the pain in her left foot. The pt advised that coverage has been inadequate since implant. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.